Manufacturer narrative:
Date sent to the FDA: 07/19/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a patient presented with redness, fluid drainage and suture extrusion approximately ten days following breast surgery. Daily dressings changes were performed and antibiotics were prescribed.